Event description:
It was reported that the blade was lifted. The 75% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the blade was partially lifted. The device was removed using normal method without any problem. The procedure was completed with the original device. No patient complications were reported.

Event description:
It was reported that the blade was lifted. The 75% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the blade was partially lifted. The device was removed using normal method without any problem. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that approximately 8mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.